Event description:
It was reported that the bd safetyglide¿ needle was blocked when attempting to inject the vaccine. The following information was provided by the initial reporter: "was giving a vaccine to the child. When trying to push the vaccine into the muscle with the plunger on the syringe, the plunger would not push. Attempted to readjust my finger and apply more pressure, and was unable to push the vaccine in. Impact of incident: needed to apply a new needle to the syringe filled with vaccine, and vaccinate at a different site. It was an extra poke for the child. Who was affected? Patient. Can you please provide additional details in regards to the issue? It sounds like the issue is a needle clogged or blocked. But since the complaint also spoke about a plunger. Was there any issues or problems with syringe? Yes the needle was clogged blocked preventing the user to pressing the plunger down, some force can make the plunger go down a bit but then it will come back due to the needle block, when the pressure is removed."

Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.